Manufacturer narrative:
It is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the device history records will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
A report was received that a spinal cord stimulator was placed in the patients abdominal wall in 2002. In 2008 the patient reported pain, nausea and vomiting. In 2009 the stimulator was moved to the left gluteal region in order to address these issues. In 2012 the patient then reported charging difficulties and overheating the stimulator was again relocated to the abdomen. The patient continued to have abdominal pain, nausea and vomiting and the stimulator was relocated to various parts of the body and the patient was treated for complex regional pain syndrome. In 2017 the device was explanted and replaced.